Event description:
It was reported via clinic notes dated (B)(6) 2010 that the patient had attempted suicide in the past. It is unknown exactly when this occurred. Attempts for further information have been unsuccessful to date.